Manufacturer narrative:
Lot review: a two-year review of 74-602-jw showed no additional reports for the reported problem code. Visual inspection: received one used 201230. Visual inspection revealed no visible anomalies. Functional testing: spin feature was tested for torque and product specification. Device met all specifications. Final analysis summary: unable to confirm complaint of device disconnecting from syringes. When a syringe is connected to a spiros assembly this creates a long lever and care needs to be taken to support the spiros and not apply bending forces during use. ICU medical will continue to monitor and trend.

Event description:
Pharmacist had a spiros on three separate occasions come off syringe, one of the times chemo was in the syringe and it created a spill. Facility reported unprotected chemo exposure.